Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. The blood glucose level was 30 mg/dl and 40 mg/dl. Customer treated with drinking juice and eating crackers for low blood glucose. Customer¿s blood glucose level was 348 mg/dl. Customer treated with manual injection for high blood glucose. Troubleshooting was declined for low blood glucose and high blood glucose. The product will not return for the analysis